Event description:
Customer reported the display had frozen on their locked freestyle flash meter. The device was returned and during the course of the investigation, it was discovered the meter had exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mmol/ls. Readings with an 18 cal code were found in glucose log. Errors 015, 0204, 0300, 0800 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16may2006 letter.